Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Review of product indicates the unit was improperly loaded on the rear leg only. Improper loading of this type can result in bending. This failure typically occurs as a result of a user loosing her balance and falling with or onto the product. There was an injury alleged with this complaint. The injury was reported as a sore back. This was not deemed to be a serious injury and there was no reported medical intervention.

Event description:
The rear legs allegedly bent, causing the consumer to fall into a door.